Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2017. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wash their hands. The peritonitis was manifested by cloudy effluent. The same month as event onset, the patient was hospitalized for the peritonitis and was treated with unknown intraperitoneal and intravenous antibiotics for the event. Dianeal therapy was ongoing. The same month as event onset, the patient was discharged from the hospital and was recovered from the peritonitis. It was reported the patient was to be retrained on the proper aseptic technique. No additional information is available.